Event description:
Ous MDR - after an implantation time of about 14 months, oversensing with artifacts was reported. No deterioration of the patient's state of health was reported. No date of implant was provided.

Manufacturer narrative:
The lexos vr ICD had been implanted for a period of 39 months. The ICD first underwent a status interrogation. The device status was mol2, 72 charge processes were documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in (B)(4). There was no material defect or manufacturing error. The memory content of the ICD was checked, interference in the ventricular channel was visible in the available iegms, which resulted in the high number of charge processes. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted as expected with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the ICD was electrically fully functional and within specifications both in regard to the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. The signal sensing of the ICD, in particular, proved to be normal. There were no indications of material defects or manufacturing errors for either the lead or the ICD.